Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4) ) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d180605-1). The meter that was shipped to pdc on 2013-05-24 was used to re-examine its setting and all functions, and no malfunction occurred. Standby current (1.6 ua) of the suspected one met acceptance criteria (< 55 ua). Suspected strips with 2-year shelf life were manufactured on 2018-06-05. Because they were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d210611b-1) and control solutions (batch# of level low: 9ah1a02 and exp. By 2022-02-28; batch# of level high: 0ah3a17 and exp. By 2022-12-31), and results as below met the acceptance criteria (level low: 30~75 ; level high: 230~340). Desiccants of the retained strip vial are still functional (orange color). 1 suspected meter w/ any retained strips: 60/65 (level low) and 291/284 (level high) expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 7:30pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 255mg/dl. A normal result for that time of day for the end-user is usually around 120mg/dl. The caller stated that the end-use took his insulin based on his blood glucose result from his prodigy meter, she stated that he took 100units over of insulin. The end-user did not test again with his prodigy meter. Caller stated that the end-user was complaining of stomach pain so paramedics were called 10-15 minutes after testing with his prodigy meter. There was no food drink or medication consumed while waiting for paramedics. Caller stated that the paramedics arrived within 5 minutes and tested the end-users blood glucose with their meter and received a result of 78mg/dl. The paramedics gave the end-user a glucose IV and transported him to (B)(6) hospital located at (B)(6). The caller did not recall what the end-users blood glucose was when he arrived at the hospital. The hospital continued the glucose IV and also ran a EKG to check his heart. The end-user was at the hospital for 6- 7 hours and was discharged with a blood glucose of 75mg/dl and was told to follow up with his primary dr. The end-user was also using expired test strips, the caller and end-user were educated to never use expired products. No additional information was provided.